Manufacturer narrative:
The device was returned with the needle mechanism not deployed. The downloaded data generated a drive stall. The pod was then reset and connected to a master pdm, however, it alarmed during the 5-unit bolus delivery and the bolus was unable to be completed. The rerun data generated an 0x40 hazard alarm and a drive stall. Inspection of the drive mechanism found damage on the ratchet gear teeth. Burrs were observed on the ratchet gear teeth and were found to be the cause of the drive stall. The hook talon struggled to actuate the ratchet gear due to the hook talon getting caught on the burred gear teeth preventing the needle and soft cannula from deploying.per new information. The following were updated. D4 - model no changed from 14810 to 19191. D4 - lot no changed from blank to l45401. D4 - catalog no changed from zxy425 to zxp425. D4 - expiration date changed from blank to 7/7/2021. D4 - unique identifier (UDI) # changed from (B)(4) to (B)(4). G5 - PMA/510(k) # changed from k192659 to k162296. H4 - device mfg date changed from blank to 1/7/2020.

Manufacturer narrative:
The device has not been returned/received to date. If received a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported the needle did not deploy, indicating a needle mechanism failure. The patient's blood glucose levels were unaffected, and the pod was not worn.